Event description:
A report was received that the patient underwent a pocket revision due to the pocket not closing properly. The patient had redness and swelling around the pocket, but no infection was found. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.